Manufacturer narrative:
The subject otv-s7pro was returned to olympus medical systems corp. (Omsc) for evaluation. In the future, omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During laparoscopic uterine myomectomy with the otv-s7pro, the image of the subject device was not displayed on the monitor. The buttons except the scope button on the front panel of the subject device blinked, and the subject device became hot. The user suspended the procedure for one hour. When the temperature of the device was lowered, user restarted the subject device. The subject device worked properly. The user completed the procedure using the subject device. There was no report of the patient injury other than above.

Manufacturer narrative:
This is a supplemental report for MFR report. Omsc checked the device history record of the subject otv-s7pro, and there was no irregularity found. The subject otv-s7pro was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked following items of the subject device, and there was no abnormality. Omsc connected the subject device and omsc equipment (hd autoclavable camera head otv-s7proh-hd-12e and hight definition lcd monitor oev261h) and omsc check endoscopic image was displayed on the monitor and condition of the subject device. With the ventilation grills of the subject device closed, continuously energize the subject device and omsc check endoscopic image was displayed on the monitor and condition of the subject device. Since the event was not reproduced, the exact cause has been unknown; however, the following are supposed to be the cause. Omsc surmise the circuit board of the subject device did not work properly temporarily by some cause. The instruction manual of the otv-s7pro states the corresponding method in case of an abnormality.